Event description:
The patient presented with a grade I subarachnoid hemorrhage (sah), the cause was not disclosed. The patient was being treated for an internal carotid artery-posterior communicating artery aneurysm. Resistance between the distal end of the guidewire and microcatheter (subject device) was encountered, as the guidewire was being removed from the microcatheter. It was reported that the guidewire became jammed in the microcatheter and, the physician had to use force to remove the guidewire from the microcatheter. During this time it was noted that the aneurysm had been perforated. The physician noted that thrombus had formed developed in the microcatheter following the removal of the device. The physician used an occlusion balloon placed at the proximal end of the aneurysm and coiling to treat the rupture. Following the procedure, a ventricular drain was placed for "compression." The patient currently has a grade iii sah and is being kept unconscious with sedation.

Manufacturer narrative:
Continous flush was maintained and the anatomy was reported to be tortuous. The physician stated that the perforation may have been caused by the guidewire. Upon initial reporting of this event, the physician stated that the tip of the guidewire may have broken off. Follow up was performed and the physician was unable to confirm if the distal tip had broken off or not. The guidewire was disposed of, thus the damage cannot be verified.